Event description:
The steel needle was loose and pushed back into the grip chamber during insertion. The catheter could not be placed and there was no harm to the pt as a result of this incident.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).